Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, "deflation". This record is for the left side. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed on valve bond edge side assessed as unidentified (tear) opening. (Shell thickness was within specification). One opening observed on radius side assessed as surgical damage. Additional observations: creases were observed. Wear abrasion was observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "deflation". This record is for the left side. Device was explanted.